Manufacturer narrative:
(B)(4). Eng eval completed on 01/17/2019. (B)(4), findings/root cause: based on the investigation conducted under CAPA(B)(4), it was determined that the user instruction was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer that could result in fracture of the pilot tip are: 1) if the user applies a bending moment to the pilot dip during reaming, which would ream the glenoid asymmetrically and apply a torque to the pilot tip, potentially leading to fracture. 2) if the user applies a bending moment to the pilot tip by using the glenoid reamer to retract the humeral head to help gain exposure and access to the glenoid, which would apply a torque to the pilot tip, potentially leading to fracture. Corrective action taken as part of CAPA(B)(4), the following corrective actions were taken: 1) the surgical technique was updated to advise surgeons to avoid applying a bending torque to the pilot tip reamer or using the reamer to retract the humeral head as this may cause fracture of the pilot tip. (Dcrsp-17-135, -136, -137, -138). 2) update the rmr to include the risk of pilot tip reamer fracture as a result of bending or its foreseeable misuse as a retractor. (Dcrsp-17-172). Per (B)(4), a field advisory notice was sent to the users notifying them of the issue and alerting them to the change in the operative technique (exactech recall number 1038671-04/07/2017-003-c, FDA recall numbers z-2663-2017 through z-2668-2017, may 2017). The recall was terminated by the FDA on july 26, 2019. CAPA(B)(4) was initiated to track reported events through 2021 and reconvene the crc if a threshold of >35 total events or >3 events with reported patient harm be met. As a result of monitoring under (B)(4) (april 2019) and CAPA(B)(4), it was noted that the threshold of events for 2020 has been exceeded. This issue has been re-escalated for evaluation. As determined by (B)(4) rev 1 and (B)(4), the risk falls within the acceptable level. The committee has determined that no additional field action is required at this time. Exactech will continue monitor the events through CAPA(B)(4)-48, which will drive any further hhe updates and/or crc escalation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The reamer tip broke off and was retrieved by the surgeon. An investigation was conducted under CAPA(B)(4), it was determined that the user instruction was not adequate to inform the surgeon of the appropriate use of the reamer. The committee has determined that no additional field action is required at this time. Exactech will continue monitor the events through CAPA(B)(4), which will drive any further hhe updates and/or crc escalation.

Event description:
It was reported from the us that during an orthopedic surgical procedure a reamer tip broke. The pilot tip on the reamer broke off while reaming the glenoid. The agent was present at the time of surgery. The case went well and there was no injury to the patient. The broken pilot tip was retrieved, and an x ray was taken to prove that no pieces were left in the patient. The patient's health was stable leaving the or. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.